Event description:
It was reported that, "pt's knee became increasingly painful. Bone scan done." Pre-operative and post-operative diagnosis: "left knee tibial loosening aseptic".

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.